Manufacturer narrative:
Similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a unconfirmed false positive result with the ID now covid-19 assay performed on an unknown date. The initial test with the ID now covid-19 assay generated a positive result. The customer stated that on the same day, the patient was transferred to another hospital where they were tested for covid-19 (platform unknown) which generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6 and h2. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m187643 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m187643 and test base part number 190-430 / lot m187643. The lot met the required release specifications. A review of the complaints reported as conflicting result patient results (confirmed and unconfirmed, conflicting results) related to kit lot m187643 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.